Event description:
It was reported that the 9800 system had low kv error message during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The batteries, hard drive were replaced. The software was re-installed. The high voltage cable was cleaned and filament was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.